Manufacturer narrative:
H6: device code 2017-improper or incorrect procedure or method. Analysis was performed on the returned device. The reported guide detachment and guide bend were confirmed based on the returned device condition. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The reported mechanical jam with the foot could not be replicated in a testing environment based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The device was forcefully pulled during removal resulting in a guide separation and bending. It should be noted that the proglide instructions for use (IFU), states: do not advance or withdraw the perclose smc device against resistance until the cause of the resistance has been determined. In this case, the device was forcefully pulled due to the difficulties experienced. The reported difficulties appear to be related to downward force or torsional manipulation applied during use of the device. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: the access site was the right common femoral artery via an 8f sheath. Reportedly, the lever failed to retract the foot and resistance was noted during removal of the proglide device from the anatomy. The device was forcefully pulled during removal resulting in a guide separation and bending. A cut down, vessel incision and the puncture site enlarged, was made in order to remove the separated portion of the device. No tissue damage was noted. No resistance felt during advancement of the proglide device into the anatomy. The sheath was upsized 14f and the endovascular aneurysm repair procedure was completed. Hemostasis achieved via surgical suturing.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement was attempted with a proglide device using the pre-close technique prior to an endovascular aneurysm repair interventional procedure. Reportedly, the foot was not retracted. A cut down was conducted to complete the procedure and achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.